Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced nausea, vomiting, chills, fever, was feeling bad and on (B)(6) 2020, her blood glucose level started rising. Therefore, she tried to treat herself with needles and insulin, but on the same day ((B)(6) 2020) at 07:00 pm, the patient was admitted to the hospital due to diabetic ketoacidosis, with high blood glucose level (too high for their system to check). When she got to the hospital, they realized the cannula was bent. The site location at the stomach and there was enough tissue where set was inserted. Moreover, the infusion had been in use for one day and this issue occurred after 24 hours of insertion. During hospitalization, the patient received insulin via intravenous route. The patient was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.